Event description:
The reporter sated that the patient experienced erratic blood glucose from 50 to 302 mg/dl with symptoms of shakiness and hunger during lows and headache, stomach ache, and hyperactivity with highs. The reporter stated that when the patient corrects for elevated blood glucose, the patient's blood glucose drops and with a correction the patient's blood glucose would go high again. Customer support conducted troubleshooting with the reporter: the reporter stated that the patient had a recent sinus infection and was taking amoxicillin and prilosec. The reporter also stated that the patient was not eating well recently. The reporter stated that the pump settings were correct. The reporter stated that there was one unexplained bolus in the pump history. The bolus history also indicated that one of the boluses programmed from the meter remote was cancelled and the remainder was not delivered. The reporter stated that the insulin on board feature (iob) seemed to indicate insulin on board when there should not be. Further troubleshooting indicated that the patient's sites were used for four days and blood was found in the cannula upon removal of some sets. The insertion technique was reviewed and the reporter stated that the tubing was being tucked into the notch prior to cocking the inserter; customer support advised the patient of correct insertion technique. The reporter stated that the cartridge was filled with insulin from the patient's emergency kit and it was unknown when the vial of insulin was opened. Customer support advised the patient to note when vials are opened and not to use a vial of insulin after 28 days after opening. This report is made based on the allegation that the patient experienced erratic blood glucose with symptoms associated with the allegation that the pump may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting indicated that the insulin may have been out of date, a user did not program the remainder of a cancelled bolus, the infusion set was used for four days instead of the advised 2-3 days, and the infusion set may have been inserted incorrectly. These issues may have caused or contributed to the patient's erratic blood glucose. Animas does not manufacture the patient's infusion set, this complaint was forwarded to the relevant manufacturer. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no activities outside normal use in the black box or pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.